Event description:
It was reported that the device had logged an event code in the service error log several times and that the monitor display would go blank intermittently. There ws no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The cause of the reported issue was determined to be due to a failure of crystal oscillator, y1, on the single board computer assembly. The customer was provided with a replacement device.